Manufacturer narrative:
Patient has an infection and laxity in the knee. Revision surgery is scheduled to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient has an infection and laxity in the knee. Revision surgery is scheduled to exchange the poly inserts.